Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A sample of the foreign substance was taken for testing. According to the account, they use a third party repair company. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that a solid red substance came out of the device during a procedure. There was no allegation that anything entered the surgical site. There were no reports of adverse consequences associated with this event.